Manufacturer narrative:
Additional information: - annex d medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one euphoria coronary balloon catheter, the balloon burst during balloon inflation. The issue occurred during the first inflation. An inflation pressure of 12 atm was applied prior to the burst. The lesion being treated was a mildly tortuous, severely calcified lesion with 70% stenosis located in the mid left anterior descending (lad) artery. The device was inspected prior to use with no issues noted. Negative prep was performed with no issues noted. The lesion was not pre-dilated. The balloon did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device and excessive force was not used during delivery. It was stated that the physician had no issues with the euphoria rupturing and it was believed that the burst was due to the heavily calcified anatomy because after the euphoria burst, a shockwave device was used which also ruptured. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: the device was being used to pre-dilate the lesion. The device was not moved or repositioned while inflated. Patient weight and gender provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.